Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform displacement test or confirm pump error 25 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Troubleshooting was done for power error detected alarm. Customer was able to clear and rewind the insulin pump. Fill cannula was recorded in history. Customer did self test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.